Event description:
Livanova deutschland received a report that, during a procedure, the essenz screen was frozen and not responsive to the changes in the flow done by the perfusionist. Perfusionist opened the screen and saw that it was a different flow than advertised on cockpit screen. The cockpit went black and powered back up after a couple of minutes. The blood flow to the patient continued the entire time. When the essenz cockpit powered back up and was at the home screen, perfusionist manually turned the gas blender back on and went into the profile. Perfusionist turned the gas flow on manually and said that gas flow was down less than a minute. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region.

Event description:
See initial report.